Manufacturer narrative:
Additional information: on may 19, 2020, mentor became aware that the patient underwent bilateral device removal and replacement with 450cc mentor memorygel breast implants, catalog number 3504504bc, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On march 25, 2020, the product investigation was completed. Device investigation summary: during visual inspection the device, was found to be ruptured. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with 450cc mentor memorygel breast implants and experienced bilateral rupture postoperatively. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.